Event description:
It was reported that the 6800 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, hand-switch, controller board, and hard drive were replaced. The software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.